Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that quality control (qc) was in range at the time of the event. The customer noted that the event occurred once with the patient sample ID (B)(6) and that repeat testing was performed to confirm the correct enzymatic creatinine_2 (ecre_2) result. Siemens is investigating the event.

Event description:
The customer observed a discordant falsely depressed enzymatic creatinine_2 result on the atellica ch 930 analyzer. The customer did not report the result to the physician(s). The customer used the same sample and an alternate analyzer to perform repeat testing. The repeat result was higher, and the customer noted the result is correct based on the patient's historical results. There are no reports of patient intervention or adverse health consequences due to the falsely depressed enzymatic creatinine_2 result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00168 on (B)(6) 2021. Additional information (08-jul-2021): siemens identified a foaming issue based on the photometer data and a sample abnormal aspiration error. The customer observed no issues with other patient samples and no recurrence of a falsely depressed enzymatic creatinine_2 result. Siemens completed the investigation, and the cause for a falsely depressed enzymatic creatinine_2 result is unknown and cannot rule out pre-analytical variables or sample-specific issues as contributing factors. Siemens updated section h6 to include new codes for investigation findings and investigation conclusions.